Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. The patient¿s weight was requested but unable to be obtained. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4)

Event description:
Medtronic received information that twelve hours following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted and a permanent pacemaker (ppm) was placed. No additional adverse patient effects were reported.